Event description:
It was reported that during central processing, the user facility identified a broken tip on the small clip applier instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with the reported event. Failure analysis investigations observed a broken grip and a bent grip at the instrument's tip. These failures were related because the likely cause of the breakage of the grip-tip was bending at the instrument's tips. The piece that broke off the grip-tip was not returned with the instrument. No other damage found. Evidence not conclusive, but the grip/tip damage may be due to likely mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.